Event description:
False negative result (s). Called in because she took back to back tests and got different results. One test came back positive and the other came back negative. She followed the directions exactly. She waited the 15 minutes. Pictures provided. Lot#cov3030007 exp:2025-03-26 was purchased at kroger and was positive. Lot#cov3060007 exp:2025-06-11 was purchased at cvs and was negative.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov3030007 were reviewed. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Test results met the qc criteria and the issue was not found from the retained cassettes. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
False negative result (s). Called in because she took back to back tests and got different results. One test came back (B)(4) and the other came back (B)(4). She followed the directions exactly. She waited the 15 minutes. Pictures provided. Lot#cov3030007 exp:2025-03-26 was purchased at kroger and was(B)(4). Lot#cov3060007 exp:2025-06-11 was purchased at cvs and was (B)(4).

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.